Manufacturer narrative:
Integra has completed their internal investigation on 10/01/2015. The investigation included: methods: review of device history records, review of complaints history. Conclusion: from the available information, we believe that the complaint may be linked to the inlet part of the valve which features a non-radiopaque tubing (1-2cm) to differentiate it from the outlet tubing: the product labeling clearly indicates this aspect. The device history records of the hv lumbar valve 903335a, lot 188291 was reviewed and did not reveal any anomaly, including radiopaque components manufacturing. No similar complaint was received for a product from this batch. We do not suspect any manufacturing issue. With the available information: as the involved device is considered within specifications, since no similar complaint was received, since the device is marketed since over 20 years with these tubings (clear inlet/ radiopaque outlet) and since the labeling clearly indicates this point, no further investigation nor corrective action is deemed required.

Event description:
It was reported that the tubing was not radiopaque so the CT scan made it look like it had disconnected. There was no patient injury however it was reported that revision/medical intervention was required. There was no delay in surgery. Several attempts were made to obtain additional information but to date, no new information has been received.